Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On february 10, 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to recall when the alleged issue began. The patient claimed that on an unspecified date, she obtained blood glucose readings of ¿600 and 500 mg/dl¿ with the subject meter which she felt were high compared to her feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with self-adjusted insulin (unspecified type or dose) and claimed that in response to the alleged elevated readings, she consumed less food and/or drink. The patient reported that approximately 24 hours after obtaining the alleged inaccurately high blood glucose readings with the subject meter, she developed the symptom of ¿sweating¿ and that she ¿fell down due to low blood sugar, could not wake up and almost went into a coma.¿ the patient denied receiving any treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.